Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprostheses instructions for use, adverse events which may occur and require intervention include endoleak.

Event description:
On (B)(6) 2015, the patient underwent treatment of a thoracic aortic aneurysm with conformable gore® tag® thoracic endoprostheses. On (B)(6) 2017, follow-up imaging identified a suspected proximal type I endoleak. It was reported that the imaging showed aneurysm enlargement of 5mm. It was reported the cause of the proximal type I endoleak is unknown. On the same day, an intervention was performed whereby an additional conformable gore® tag® thoracic endoprosthesis was implanted proximally to treat the type I endoleak. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
Added the patient¿s medications: metoprolol, levothyroxine, simvastatin, aspirin, hydrochlorothiazide, benicar, metformin, hydralazine.